Event description:
It was reported that during an atherectomy procedure following 10 successful cuts, the cutter appeared to be moving outside of the cutter housing. The device was removed and the case was finished with additional products. No pt injury was reported.